Event description:
A physician reported that the patient experienced pressure spikes and inflammation. The patient presented on post operative day two with pain and decreased vision. The patient's visual acuity was listed as hand motion. The patient also experienced hypopyon and hyphemia. Along with significant pain and edema. The procedure was scheduled for pars plana vitrectomy with membrane peeling. The intraocular pressure was listed at forty six mmhg. The residual hyphemia was observed at 5 mm. Current patient condition have not been provided. The tap was performed and tested for cultures, which resulted in a negative stain test result. There was no fibrin observed. Additional information has been requested but is not available at the time of this report. This complaint is pertaining the one of two reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).